Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. D4: UDI: as all of the device characteristics are unknown at this time, the UDI is currently not available. Reason for device explant and/or reoperation: rupture, capsular contracture, migration. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast augmentation revision surgery with implantation of an undisclosed mentor gel implant prosthesis. Post-operatively, the patient was diagnosed with a ruptured right implant using mammogram imaging and bilateral baker grade IV capsular contracture with upward displacement of the implants during a physical exam. As a result, the patient underwent bilateral exchange with mentor gel implants on (B)(6) 2026. During the surgery, the left implant was also found to be ruptured in addition to the right. The date of implantation was provided to mentor as a best estimate. This report is for the right breast prosthesis.

Manufacturer narrative:
On march 12, 2026, the mentor analysis lab received the suspect medical device for evaluation. With the returned device, the product identity was determined as the following: size: 300cc. Brand name: mentor memorygel breast implant. Catalog: 3543007. Lot: 264996. On march 19, 2026, mentor completed an evaluation on the returned device. Device evaluation: mentor conducted visual inspection of the device. Visual analysis of the returned device revealed that the breast implant was found to have an area of siltex cracking on the posterior view. In addition, a tear was noted within the siltex cracking measuring approximately 0.7 cm. The evaluation determined that the possible cause of the rupture is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. Regarding the reported capsular contracture condition, there are not enough details to determine the factors that may have caused this condition. Capsular contracture in the patient¿s breast might be the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Further, capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. Implant displacement/migration is a known complication associated with these devices and is referenced in our current product insert data sheet. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. D4: UDI: (01)gtin unavailable, product made prior to gtin compliance date. Manufacturer¿s reference number: (B)(4).